Event description:
During a premature ventricular contraction (pvc) ablation procedure using a safire blu duo ablation catheter, a cardiac perforation occurred. After mapping in the right ventricular outflow tract (rvot) using a safire blu duo ablation catheter, access to the left atrium was obtained via retro-aortic approach. Mapping was performed near the left coronary cusp with the ablation catheter and a coronary angiogram was completed for positional reference. The ablation catheter was then reinserted for ablation when the patient became hypotensive. An echocardiogram revealed a small pericardial effusion. A pericardiocentesis was performed but without resolve of the effusion. The patient was then taken to surgery for repair of the perforation in the rvot and a cardiac bypass of a lad coronary artery stenosis. The following day the patient remained stable. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation in an inherent risk of any electrode placement.